Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed since the patient expired due to heart failure, unknown if device related. Patient ID: (B)(6). It was reported that on (B)(6) 2020, the patient presented with chronic, ischemic functional mitral regurgitation (mr) grade 3+, primary jet a3p3, secondary jet a2p2. Two mitraclips (cds0701-ntw, 91206u159 and 91206u169) were implanted without a device issue. The mr had been reduced to grade 1+ and the mean mitral valve gradient was 6mmhg (observed on (B)(6) 2020). On (B)(6) 2020, the patient expired at home due to severe and chronic, left ventricular systolic dysfunction, associated with heart failure. Reportedly, the clips had remained stable and well seated without any device related tissue injury observed. Per physician, device relationship to the event is unknown. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of death, mitral stenosis and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information provided, the reported death is the result of patient conditions. A conclusive cause for the reported mitral stenosis and heart failure cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.na